Event description:
The lay user/pt contacted lifescan (lfs) in 2009, alleging inaccurate low readings. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the pt. The pt alleged that he has been obtaining low readings for the past two days 85-100. Due to the low readings, he decided to stop taking his insulin (3 times day) at about 2 days prior, at an unspecified time, the pt reportedly started to exhibit frequent urination. The pt did not seek any medical attention or contact his physician for assistance. The meter was coded properly. The pt was not tested on another device. The technique of applying blood on the test strip was correct. The meter and test strips were replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, readings when exhibiting symptoms, whether the pt decided to stop taking insulin on his own or based on physician's recommendation, what the pt did when he experienced the symptoms and how long his symptoms lasted. The complaint is being reported because the pt alleged due to the low readings obtained on his meter, he withheld his insulin and developed symptoms suggestive of hyperglycemia after the product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.